Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was rising to 325 mg/dl treated with a manual injection. The customer stated that the drive support cap was normal. Offered troubleshooting for high blood glucose but, customer declined. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device was received with stuck in motor error alarm loop during bolus delivery and encoder signal alarm confirmed in history file. Unable to verify any other alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. Unable to perform basic occlusion test and no delivery test due to broken off reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, broken battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring and stained address/serial number label. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.